Event description:
At 0948 rca injection reveals 60% stenosis of mid rca. At 1016 3.0x20 taxus express2 otw stent deployed in mid rca at 16 atm for 30 seconds. Final injection showed 0% residual stenosis with brisk distal flow. No apparent complications. No chest pain noted at end of procedure. At 1038, on arrival to cssu, pt complains of chest pain rated at 2 on pain scale of 1-10. At 1043 chest pain increasing to 5 on pain scale. Bedside monitor showing st elevation in inferior leads. At 1120 retrun to ccl. At 1144 rca injection confirms 100% occlusion of proximal rca and previously placed mid rca stent. Pronto thrombectomy attempted, but unable to pass through mid vessel stent. Stent then dilated with 3.5x15 quantum otw at 12 atm for 15 seconds times 4. An additional inflation of 12 atm for 30 seconds performed. Reopro infusion begun. Final injection reveals total resolution of thrombosis in vessel and brisk distal flow re-established, 0% residual stenosis.